Event description:
The manufacturer received information from a third party service center alleging there was thermal damage to the power cord of an everflo oxygen concentrator. There was no report of patient harm or injury. The device was evaluated by a third party service center. The device had evidence of thermal damage to the power cord. The power cord was cut causing the thermal damage. The power cord was discarded by the third party service center. Product labeling states to inspect the power cord for signs of wear or damage.